Manufacturer narrative:
Device remains implanted in patient.

Event description:
A report was received that the patient was sent to the hospital due to fluid build-up in the legs. The fluid was drained from the patients legs and medication was given. According to the physician the reported event is not device related.